Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Two cna's were transferring a resident from a bed to a shower chair when it tip over and hit the resident. The resident had a small 2cmm skin tear on the forehead.

Manufacturer narrative:
The lift was inspected by the facility maintenance director and determined to be in working order. Root cause: one of the two cna's operating the lift was a new employee. The facility indicated reeducation on the proper use of the lift was needed. Corrective action: on july 18, 2016 the facility staff was reeducated on the proper use of floor lifts.

Manufacturer narrative:
The lift was inspected by the facility maintenance director and determined to be in working order. Root cause: one of the two cna's operating the lift was a new employee. The facility indicated reeducation on the proper use of the lift was needed. Corrective action: on july 18,2016 the facility staff was reeducated on the proper use of floor lifts. Unit inspected by facility.